Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was blook leakage from holder base as well as rubber stopper with a bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter. The following information was provided by the initial reporter: while collecting blood, blood ran out into the inner part of the holder base. When taking out the tube, more blood covered the rubber part of the tube closure and dirty the surrounding.

Event description:
It was reported that there was blook leakage from holder base as well as rubber stopper with a bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter. The following information was provided by the initial reporter: while collecting blood, blood ran out into the inner part of the holder base. When taking out the tube, more blood covered the rubber part of the tube closure and dirty the surrounding.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to leakage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for leakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.